Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements measuring greater than 2,000 ohms. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to unipolar. The device was programmed to unipolar sensing and bipolar sensing. During an in clinic-assessment, the patient performed arm movement maneuvers, which reported noise on the right ventricular (rv) rate electrogram with evidence of oversensing. Programming adjustments were made by increasing the rv sensitivity. Repeat maneuvers demonstrated that noise signals persisted but were no longer oversensed. It was noted that the patient is depended. Technical services recommended lead replacement. At this time, the lead remains in service. No adverse patient effects were reported.